Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient underwent a lead revision surgery that day. It was again stated that the patient had been lifting weights when the lead tore/broke. The explanted lead was returned to the manufacturer on (B)(6) 2012 for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2012 it was reported that the vns patient had an increase in seizures and suspected lead break. The patient experienced trauma/fall on (B)(6) 2012 and was admitted to the hospital under neurology care on (B)(6) 2012 and discharged on (B)(6) 2012. The physician later reported that the increase in seizures was first observed on (B)(6) 2012 and were likely a result of the fractured lead. The increase in seizures was below pre-vns baseline levels. The patient has multiple seizure types and both seizure types increased. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The physician reported that the patient heard a snap while weight lifting which is why the physician suspects a lead fracture; the vns has not been interrogated since the incident. X-rays were taken of the chest which the physician reported confirmed a fractured lead, but these x-rays have not been received by the manufacturer for review. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted lead. Product analysis confirmed discontinuity of quadfilar coil (unknown polarity) in the electrode region of the returned lead portions. During the visual analysis of the returned 60mm portion determination could not be made as to whether the ends of the connector pin and connector ring quadfilar coils were broken. During the visual analysis of the returned 357mm portion determination could not be made as to whether the ends of quadfilar coil 1 and quadfilar coil 2 were broken (mating end to returned 60mm portion). During the visual analysis of the returned 22mm portion determination could not be made as to whether the ends of the (+) white and (-) green electrode quadfilar coils were broken. Scanning electron microscopy was performed on the ends of the quadfilar coils of the returned 60mm, 357mm (mating end to returned 60mm portion) and 22mm portion and identified these areas as having evidence of a stress induced fracture (torsional appearance) with mechanical damage, secondary break lines and no pitting. Appearances of theses primary and secondary breaks (in sem images) suggest explant manipulation as a cause for the observed discontinuities. During the visual analysis of the returned 357mm portion determination could not be made as to whether the ends of quadfilar coil 1 and quadfilar coil 2 were broken (past the electrode bifurcation). Scanning electron microscopy was performed on the end of quadfilar coil 1 (past electrode bifurcation) and identified the area on two of the coil strands as having evidence of a stress induced fracture (torsional appearance) with mechanical damage and pitting on the coil surface. The remaining quadfilar coil strands were identified as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Scanning electron microscopy was performed on the end of quadfilar coil 2 (past electrode bifurcation) and identified the area on three of the quadfilar coil strands as having extensive pitting which prevented identification of the coil fracture type with mechanical damage, secondary break lines and pitting on coil surface. The remaining quadfilar coil strand was identified as having extensive pitting which prevented identification of the coil fracture type and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.